Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt had her device sys explanted four days after implant due to medical complications. No further info was provided. Additional info has been requested and if received, a f/u report will be sent.